Event description:
As reported by the sales rep per the user facility, complaint that introcan failed safety mechanism and a nurse stuck herself with needle. Safety mechanism failed to cover needle. The nurse did have a successful peripheral stick, placed needle down, went to clean up and that is when she got stuck. (B) (6). Nurse is being treated per facility protocol as reported by the occupational health nurse. Additional info provided by the facility indicated the facilities protocol bloodwork testing for a needlestick is being performed. Testing will continue over the next 6-9 months. It has been reported that any info pertaining to protocol bloodwork testing results performed on the nurse involved in the incident are confidential at this time. (B) (6). Unused samples of the same reported lot will be returned for eval.

Manufacturer narrative:
The actual device in the incident was not returned to the manufacturer to be evaluated (B) (6), and the reported unused samples for return have not yet been received. Without the actual sample or the unused samples, a thorough eval could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. If the unused samples are made available to the manufacturer to be evaluated as indicated and reveal any pertinent info, this report will be re-opened for investigation. All available info has been provided to the actual manufacturer.